Event description:
Rv lead unipolar impedance warning triggered multiple times due to low impedances. Lead remains in use. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).